Manufacturer narrative:
Follow-up received on 26-jul-2016. Follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and four months later, a fragment of essure device was identified abnormally positioned in the lower uterine segment in hysterosalpingogram. The exams were reviewed and a proximal migration after proper placement and outer coil elongation in the (uterine) cavity were considered. These events were seen as device breakage and device dislocation. The dislocation is listed in the reference safety information for essure, while device breakage is anticipated according to the technical assessment. Although in this case, the exact date and mechanism of these events were not provided, considering their nature, causality between them and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. The outcome of the technical investigation resulted in an unconfirmed quality defect despite follow up attempts, no further information was obtained.

Event description:
This is a solicited case report received from a physician in united states on 22-mar-2016 which refers to a female patient of unspecified age who was involved in a market research activity, study number: (B)(4). Study description: (B)(6). It was reported an abnormal hysterosalpingogram (hsg) following essure placement. Follow-up information received on 26-apr-2016 from physician. Case upgraded to incident. On (B)(6) 2016, essure lot number c49142 was inserted. Patient was consented for in-office hysteroscopy with placement of essure. Urine pregnancy test in the office was negative. Patient was given toradol 30mg im times one approx. 20 minutes prior to procedure. The cervix was visualized and prepped with betadine. A total of 10 cc of lidocaine 1% was injected both superficially and deep into the cervix. A tenaculum was applied to the anterior lip of the cervix. The hysteroscope was then introduced to visualize the endometrial cavity, which was completely normal with some fluffy tissue noted. The tubal ostia on both sides were adequately visualized. The essure device was introduced into the right fallopian tube and deployed. Three coils were seen emanating from the tube as well as a tiny amount of the inner wire. The left fallopian tube was then identified and the essure device was deployed in standard fashion. One coil was seen. On (B)(6) 2016, hysterosalpingogram (hsg) was performed. Impression: patent right fallopian tube. Tubal insert fragment abnormally positioned in the lower uterine segment. Extensive venous intravasation. On (B)(6) 2016, review of hsg, the right insert appeared to be placed to proximally, with the platinum band showing possible outer coil elongation in the cavity. Additionally, patency was seen on that side. It was considered that it could be due to partial expulsion or slight proximal migration after proper placement. It was agreed that in june a repeat hsg should be done if not occluded, proceed with salpingectomy and removal of essure is considered. Patient was on oral contraception as back up method. Follow-up received on 12-may-2016 quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and four months later, a fragment of essure device was identified abnormally positioned in the lower uterine segment in hysterosalpingogram. The exams were reviewed and a proximal migration after proper placement and outer coil elongation in the (uterine) cavity were considered. These events were seen as device breakage and device dislocation. The dislocation is listed in the reference safety information for essure, while device breakage is anticipated according to the technical assessment. Although in this case, the exact date and mechanism of these events were not provided, considering their nature, causality between them and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. The outcome of the technical investigation resulted in an unconfirmed quality defect further information has been requested.

Manufacturer narrative:
Device breakage questionnaire received on 12-sep-2016 the patient's age was (B)(6). Her weight was (B)(6) and height was (B)(6). Essure was inserted on (B)(6) 2015 with lot number c48142; essure 306 (discrepant information). A hsg (hysterosalpingogram) was performed on (B)(6) 2016 and it was not clear whether there was a breakage or just malpositioned coil on right side. Patient had no symptoms. According to the physician, there was no breakage, just malposition of essure. On (B)(6) 2016, essure was removed by hysteroscopy and laparoscopy (no essure was seen on laparoscopy, so hysteroscopy was done). Inner and outer coils were removed intact from uterus; malposition of essure was seen during laparoscopy and hysteroscopy. No patient injury occurred. Outcome was reported as recovered/resolved. Device was available. This medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that exams were reviewed and a proximal migration after proper placement and outer coil elongation in the (uterine) cavity were considered. Upon receipt of follow-up information, it was reported that essure was removed by hysteroscopy and laparoscopy and inner and outer coils were removed intact from uterus. There was no breakage and only a malposition of essure (seen as device dislocation) was diagnosed. Therefore, the event device breakage (previously reported as tubal insert fragment abnormally positioned in the lower uterine segment/ possibility of the platinum band or the other fragment of the device in the lower uterine segment) was deleted. The event device dislocation is serious and listed in the reference safety information for essure. Although in this case, the exact date and mechanism of device dislocation was not provided, considering its nature, causality with essure use cannot be excluded. This case was upgraded to incident since a device removal was required. The outcome of the technical investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.